Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation, once it has been completed.

Event description:
Rec'd a report of a device leaking at the luer connector. The rn could not get an acceptable connection between the maxplus male luer and the female luer portion of the infusion set w/o leaking being observed. The pt's IV access was a power port. The rn used a power port infusion set (huber needle with an integrated extension set). There was no harm to the pt or medical intervention. The customer stated that no further pt or event info is available.